Event description:
Severe metallosis and subsequent necrosis of surrounding soft tissue and bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revised for metallosis and necrosis.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the provided product and lot combinations. Review of the attached histology report by warsaw hip base business confirmed the reported necrosis: however it is unable to determine if the implants caused it or not. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain additional information proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the provided product and lot combinations. Review of the attached histology report by warsaw hip base business confirmed the reported necrosis: however it is unable to determine if the implants caused it or not. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain additional information proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Updated: the complaint was sent back to investigation from review as it was thought that the products were being returned. It was later confirmed that they was lost on site shortly after the procedure to remove it from the patient. No additional information was provided (as per email dated (B)(6) 2012)) the previous investigation has not changed and will be sent to review once again.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.